Event description:
Boston scientific received information that right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a single shock impedance measurement of 0. Boston scientific technical services (ts) this is typically indicative of electromagnetic interference (emi) at the time of the test. The health care professional (hcp) reported the patient was in the hospital at the time and did a patient initiated interrogation a few days later and the impedance was back in range. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).